Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy procedure on (B)(6) 2012. During the procedure, the equipment started failing. The device started to lose potency until it locked and stopped working. Another like device was used with no adverse patient consequences reported.